Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with unknown mentor saline prostheses experienced bilateral breast pain, cutaneous contour deformity, and device migration post procedure. The implant edges could be felt, and the implant could be moved. When the laying down the implants would move to the side. Pain when exercising and throbbing pain was present. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-14398 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).